Event description:
A consumer reported via a manufacturer representative (rep) that the implantable neurostimulator (ins) placement was uncomfortable. The patient experienced increased pain and complained that the position of the ins location hurt them. The ins was moved deeper in the battery pocket and put in a different location. The ins was indicated for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.